Event description:
It was reported that the pump was connected to a patient following total knee arthroscopy (tka) on (B) (6) 20/09; however, the red tab was not removed from the bolus. It was observed during a check by a nurse (second nursing change) that approximately 18 hours later, the pump was empty. The patient experienced lightheadedness and was very hot and was moved to the ICU. The button was depressed during priming, but the red tab was not removed. The patient was stable at the time of the report, but continued in ICU on (B) (6) 2009.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and product evaluation. Received one empty and used pump for evaluation and investigation. Visual inspection found the select-a-flow (saf) was set at 10 ml/hour. Examination of the device indicated that the red tab was not removed prior to use and the bolus button was in the downward position. A flow rate accuracy test was performed and the pump infused within specification. The directions for use (dfu) (pn 1306085, rev. A) states: warning: if red tab is not removed before use or breaks while removing, bolus button will not work and flow rate may increase significantly above the total flow rate." Total flow rate refers to bolus + basal. The best evidence indicates that the pca priming process was not followed per the dfu. No discrepancies were noted with the red tab.